Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a band ligation of esophageal and gastric varices procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device could not deploy off an elastic band. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator head was not returned with the device. It was noted that the trip wire was secured in the handle slot and the crimp was present on the tripwire. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was used in the gastric venous during a band ligation for esophagus and gastric varices. The IFU states, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction". The reported event of bands failure to deploy was not confirmed; the ligator head was not returned. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a band ligation of esophageal and gastric varices procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device could not deploy off an elastic band. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.